Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed cables were identified when the item was removed from the sterile pack. The instrument was not used in the case. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up and down cables were frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was the tip of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .021 offset at the tips. The bent grip did not have separation of the yaw pulley at the glue joint; however, the likely cause of bending remains overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found.